Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance for 8120 s/n(B)(4) unable to pass the barrel clamp accuracy test. I recommended to henry to try a good known 8120 device and run the barrel clamp test to confirm that barrel jigs is good. We confirmed that jigs test is working fine. (B)(6) allowed me to remote in to share his screen and be able to watch the process. I recommended to plug in the 8120 device that is having an issue for the barrel clamp test was consistent. I recommended to run sensor test and verify the clamp open and closed , the expected reading when is open or closed is not responding. I ask henry if he tried to disassemble the 8120 lately, he said he did. I suggested to henry to verify the sizer assembly and make sure that the washer spacer is placed in or sizer assembly is misaligned. Henry will verify the sizer assembly connections.